Event description:
The pt's mother reported that the infusion device often displays e6 (mechanical) error and she believes the infusion device delivers too much insulin. In 2009 the mother woke the pt at 8:00 am and he was very "clownish" and the mother gave him sugar which he spit out. At 8:10 am the pt became unconscious and the mother disconnected the infusion device. The father gave the pt a glucagon injection and emergency services were called. At 8:20 am the pt's blood glucose measured 112 mg/dl. The pt experienced seizures and was admitted to the hospital and released two days later. The same day, the pt changed the infusion set and an e6 was displayed. He changed the battery to clear the error. Later in the e6 was again displayed. The pt's normal blood glucose level is 80-100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.